Event description:
It was reported that during an impacted tooth removal, the patient received a second degree burn to the lower lip. The burn was treated with a cooling ointment, and is expected to heal without the need for additional procedures.

Manufacturer narrative:
The hand piece and bur guard were received at the manufacturer for investigation. Based on the investigation, the burn was most likely a result of the bur guard being pushed up onto the nose cone. The instructions for use indicate the appropriate way to load and run the bur guard and attachment.